Manufacturer narrative:
The investigation is not yet complete. A follow -up report will be submitted on completion of the investigation.

Event description:
According to the available information a hair was found on the inside of the unopened peel pack.